Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory 213 reports that the mod endo trial handle broke during use. The white plastic handle broke in half. Examination of the returned instrument confirmed the complaint; the handle broke into two pieces. The root cause is attributed to wear out. The complaint sample consisted of (1) 205513000 s/c trial handle angled, lot number pg230779. Review of the as400 found 26 pieces of this lot were placed into distribution on june 3, 2013. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the mod endo trial handle broke during use. The white plastic handle broke in half.